Manufacturer narrative:
Conclusion code field left blank. No available code for undetermined or unknown cause. The customer¿s report of separation of the luer lock connector from the luer was confirmed. Visual inspection observed that the spin lock was completely separated from the patient-end male luer. Functional testing was not applicable, as the reported failure was confirmed visually. The root cause of the separation was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the spin collar on the male luer is breaking off causing the IV to disconnect from the patient's catheter and leaving catheter open to air. There was no report of patient harm.